Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed during testing and a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module and internal battery were replaced to address the issues.